Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
The patient reported that rate response was not working on the device, with the device set at 60 bpm and rate response turned off. The device remains in use. No patient complications have been reported as a result of this event.